Event description:
It was reported the pt's ((B)(6)) ipg was inoperable and not communicating with the pt's programmer. In turn, the physician explanted and replaced the ipg which resolved the issue. Additionally, it was reported intraoperative testing revealed low impedance measurements.

Manufacturer narrative:
Eval code: results: the observation in the field of no communication or stimulation was due to the ipg battery being depleted. The root cause of the battery depletion could not be ascertained as the programming history was unavailable. The exhibited normal device characteristics during electrical testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.